Event description:
It was reported that during the final closure of the lateral dorsi subcutaneous layer, the needle snapped. Another suture was used successfully with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the evaluation will be submitted in a supplemental 3500a form.